Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #7 (power supply fan failure). No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse determined that airflow restriction caused by dust accumulation was impacting system performance. The power supply assembly was cleaned and reconnected. The unit passed all functional and safety tests in accordance with manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).